Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) could not be reviewed as a device serial number was not provided. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received notification that a valve was explanted due to severe central regurgitation on pod # 3. No pvl was observed on echo. The patient presented with severe heart failure and was hospitalized in critical condition. Another valve was successfully implanted in replacement and the patient was reported to be stable. As per opinion of the explant surgeon, the chordae tendineae were spared at implant and this had an impact on the bioprosthetic valve functionality leading to the severe mitral regurgitation observed.